Event description:
It was reported that the device was not fully beneficial for patients pain and the coverage was non-target. Also, the patient could not feel the stimulation due to having difficulty communicating the ipg to the remote control. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was discarded.